Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, patients did not cross over to the station. The customer reported that this malfunction caused a delay when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients did not cross over to the station. A technical support specialist (tss) accessed the medstation, ran a query, identified it required manual recovery, followed knowledge articles manual recovery required ¿ datasyncinvaliduploadchangetrackingvalue and how to decrypt station db for backup. The tss also noticed that with upload having no variations, download was failing, and the station required a full synchronization. The device then began uploading and downloading updates to and from the application server. The tss monitored the case for 24 hours and proceeded to close the case as no further issues reported. The system functioned as intended after the technical support specialist troubleshot the device.